Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that there was a lead where they could not get a good connection with the bottom 4 electrodes. Tried placing lead in both sides of ens several times and we could not get good connection with the bottom half of the lead electrodes. The cause was not known. The issue was resolved. Additional information was received from the manufacturer representative (rep). It was reported that the rep clarified that the connection issue was a physical issue. The rep said they opened up a new perc lead and it worked fine.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-apr-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.